Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was in the 240's (mg/dl). During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer wore the pump against their skin and believed the temperature of the pump changed prior to the alarm. Insulin delivery was resumed.